Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a 8015 failed to charge. No patient involvement reported.

Event description:
It was reported that a 8015 failed to charge due to a bad power cord. Facility biomed replaced the power cord and the device was able to charge without difficulty. No patient involvement reported.

Manufacturer narrative:
Correction: after further review the file is revised to non-reportable malfunction.